Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii with pain, and "rippling."

Event description:
Patient reported pain and "rippling." Healthcare professional reported left side capsular contracture, baker grade iii. Patient additionally reported burning, skin rash, fatigue, muscle aches, night sweats, insomnia, brain fog, limb tinging/numbness, frequent urination, chronic back pain, metallic taste, cough, rib pain, shortness of breath, thyroid symptoms, liver disfunction, gastrointestinal/digestive issues, headaches and "feels like I¿m dying;" these events are not related to the device. Device has been explanted.

Event description:
Patient reported pain and "rippling." Healthcare professional reported left side capsular contracture, baker grade iii. Patient additionally reported burning, skin rash, fatigue, muscle aches, night sweats, insomnia, brain fog, limb tinging/numbness, frequent urination, chronic back pain, metallic taste, cough, rib pain, shortness of breath, thyroid symptoms, liver disfunction, gastrointestinal/digestive issues, headaches and "feels like I¿m dying;" these events are not related to the device. Device has been explanted.